Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier cannot be obtained.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited low, out of range pacing impedance. No further information was provided.